Event description:
Customer reported that the unit will not power on, batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. There is no visible damage to the outside of the alarm. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirms the reported issue. Evaluation revealed the unit did not power up with batteries. The unit does power up with a 9v adaptor, but there is no voice only tone. However, the rj-11 receptacle has white debris on the pins and battery leakage inside the compartment. Additionally, the aqualert moisture indicator shows evidence of moisture exposure. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).